Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) year old patient with a 7000tfx29 valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of 9 years and 6 months due to degeneration leading to severe insufficiency and moderate stenosis. The patient had shortness of breath prior valve replacement. A 29mm sapien 3 valve was successfully implanted within the surgical edwards valve using the transseptal approach. The patient was noted as to be doing well after the procedure.